Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 repeatedly. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "system error 345 repeatedly" was reproduced. A review of the event history log revealed "ec345!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the downstream thermistor out of range. The force sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.